Manufacturer narrative:
Visual inspection of the returned device revealed nicks and gouges from repeated use, it also fractured on the lateral side of the post. All pieces were returned. Device was evaluated and the reported event was confirmed as the returned tasp was fractured. Device history report was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Investigation determined the likely root cause for the tasp fractures was bending/torsional loading on the device. The investigation also identified instrument misuse as a contributing cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrumentation had broken while trying to assemble for a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.